Event description:
The customer reported to olympus that the bronchovideoscope had no picture when plugged in. The issue was found at an unspecified procedure. There were no reports of patient or user harm.

Manufacturer narrative:
The device was returned to olympus facility for evaluation and the customer¿s allegation was confirmed. In addition, evaluation found the following: the bending section cover had a pinhole, and the adhesive was removed; the bending section cover glue was lifting; the control body had cuts on the boot; and there was fluid/wet on the scope connector. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. Updated e2/e3 and g2 with additional information received from customer. This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device was returned and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations, that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, conduction failure caused by fluid invasion on the scope connector caused the no image to occur. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): important information-please read before use: precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning: follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored, during the examination. 3.8 "inspection of the endoscopic system": inspection of the endoscopic image confirm, that the wli and nbi endoscopic images are normal. 5.1.: "troubleshooting": if any irregularity is observed, during the inspection described in chapter 3, ¿preparation and inspection¿. Do not use the endoscope. And solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed, while using the endoscope, stop using it immediately. And withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.